Event description:
Sling: defective. It is reported that: 'sling straps are coming away from sling.'

Manufacturer narrative:
This report is being filed (B)(4) by arjohuntleigh, inc. On behalf of the manufacturer arjo hospital (B)(4). The manufacturers investigation is completed and concludes; very limited information was received. The risk for injury appears low since the sling was found during pre-use check in accordance with instructions in the IFU. Due to the very limited information provided it is not possible to determine the root cause. A possible reason for the sling to be in this condition was that the sling was caught under some form of a solid object at some stage ripping off the clip and strap through improper use. The sling in question is less than one year old according to the serial number quoted. At this time, our post market complaint data shows that this would not appear to be a widespread problem. No further actions will be taken.